Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer¿s blood glucose ranged from 150-160 mg/dl. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.